Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) via a company representative (rep) stated that the patient was coming back for a status check on the pump and when they interrogated the pump got a modularity error. Discussed needing upgraded v2 software for the tablet. The rep asked for the patient information, and he got a call back from the healthcare provider (hcp). The rep waited for some time, but the caller disconnected.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the physician reported that the patient had two different motor stalls that lasted 1 hour and recovered. The company representative (rep) stated that the first motor stall occurred in (B)(6) 2024 and the second motor stall occurred in (B)(6) 2025. The rep stated that there was no magnetic resonance imaging (MRI) interaction. Discussed electromagnetic interference (emi) interaction, motor stalls and pump issues. See (B)(4) for motor stall in (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the managing physician reported the event. The cause of the motor stall was unknown. The physician planned to interrogate the pump at 6-week intervals (halfway between scheduled refills) to confirm if additional motor stalls occur. The patient did not have any contact with magnetic resonance imaging (MRI) or strong magnetic files over year.